Event description:
It was reported that during a heart procedure when clipping across vessel, all the way across the vessel the clips are not closing. There was no complete closing of the clip from proximal to distal. The surgeon used a competitor's product to complete the procedure. There were no pt consequences. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.